Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a 3-way stopcock device, an unspecified drug leakage occurred which resulted in a critical care patient experiencing a blood pressure drop. It was reported the fluid leakage was ¿due to product cracked during use¿. The process step was not specified. It was reported the patient's blood pressure was 130/80 mmhg and subsequently dropped to 70/30 mmhg. No medical intervention was reported for the event. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Additional information: correction: it was reported there were 4 units of the stopcock devices (initially one unit was reported). The actual device was not available; however, two photographs of the sample and six retained samples were evaluated. Visual inspection of the two provided pictures showed the sample in a closed pouch with no defects noted. The reported condition was not verified. All six retention samples were visually inspected by the naked eye and no issues were noted. Two of the six samples underwent stress crack testing and no cracks or leaks were identified. The reported condition was not verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.